Event description:
A cartridge alarm issue was reported, where the cartridge could not be restarted or reloaded. The problem persisted for approximately three weeks, worsening over time, and led to an unspecified high blood glucose level as indicated by the device. To address the issue, the customer used a method to manually inject insulin to correct the high blood glucose. Technical support decided to replace the pump with one that had updated software and provided instructions for the customer on receiving and returning the pump. The customer took no additional third-party assistance and understood the steps necessary for the replacement.